Event description:
The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device while cleaning it. The incident occurred during cleaning. Therefore, there was no patient involvement and no patient injury.

Manufacturer narrative:
There was no patient involvement. Therefore, patient information is not applicable. The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device during cleaning. Therefore, there was no patient involvement and no patient injury. One bipolar device was received for evaluation. The visual inspection confirmed that the tip was broken. After inspection at sorin group USA, the device was sent to the vendor for further analysis. A follow-up report will be filed when the evaluation is complete. The bipolar instructions for use state "do not advance to torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".